Event description:
Legal claim - patient allegedly had a ps insert fail and had to have it revised.

Manufacturer narrative:
Unable to obtain any additional information in order to verify device catalog and lot number.